Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were pcu¿s with battery alerts and when they plug them in, they keep reading ¿will not charge¿. The clinician states that after plugging in the pcu, the message does not go away. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had "will not charge" battery alerts was not determined because no product or device logs were returned.

Event description:
It was reported that there were pcu¿s with battery alerts and when they plug them in, they keep reading ¿will not charge¿. The clinician states that after plugging in the pcu, the message does not go away. This was reported to bd representatives during their site visit. There was no information on patient involvement.